Manufacturer narrative:
(B)(4). Date sent: 5/23/2023. D4: batch #x95y96. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was received with the tip of the sleeve broken. In addition, the obturator was returned inserted thru the universal seal. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # x95y96. A manufacturing record evaluation was performed for the finished device, b12lt batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: "there was no change in procedure (e.g. Additional port hole, additional wound) when retrieving the broken piece. The patient is stable. The surgeon's comment about the reason of tip broken: when the port was inserted into the ninth intercostal space on the right side, the intercostal space was quite narrow, making it difficult to manipulate the port, and this may have affected the port and possibly led to its breakage. The broken piece will be returned with the device." " please provide more details about statement ¿the patient is still hospitalized¿ were there any patient consequences? If yes, please describe. The patient is stable. Did the hospitalization was prolonged as scheduled? No. Did the hospitalization was prolonged due to the reported event? If other, please specify, no." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic esophagectomy, it was found that the tip of the trocar was broken when removing the trocar. The broken piece was retrieved. The device was used on the esophagus. However, the issue was found at the end of the operation, the case was completed without additional device. The patient is still hospitalized.